Event description:
It was reported that at the time of implant the physician decided to implant the device with a plug in the atrial connector port, however, the device is now displaying an atrial impedance value. It was also noted that the implant detection parameter is off/completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.